Event description:
Customer reported that the cannula did not deploy and blood glucose was mid to high 300 mg/dl to low 400 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism fire and deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.